Event description:
It was reported that the cuff was not inflating during pre-test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no additional information was received. One (1) sample was received in used conditions, without its original packaging and with its certificate of safe handling. Functional test "leak test": the sample was filled with 5cc of air to see if there was any functional problem. The IFU (instructions for use) was followed, in that attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon wile gently manipulating the cuff from the shaft". The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically. The complaint was not confirmed and the root cause could not be determined since the sample successfully passed functional test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).